Event description:
It was reported that during a low anterior resection procedure, the surgeon fired the device to perform a distal anastomosis. The device was fired, it cut the tissue, but no staples engaged. No staples were seen in the abdomen of the pt. There was enough of a rectal stump to re-perform the anastomosis with another device. The pt is doing fine. Report only, device was discarded. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation.